Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the patient's infusion set's connection failed at the site as the connector piece that is attached to the site broke off which could not be reconnected. According to the complaint investigation, it was found in the returned used device (1 set) that the tubing was received detached from the tubing connector, the tube was assembled incorrectly. No further information available.